Event description:
The device was removed due to pain and loss of motion.

Manufacturer narrative:
Surgeon records indicate that there was pain almost since the beginning of her implantation. These pains tend to occur with light side to side pinch activities as opposed to firm gripping. She has continued to play golf. She originally achieved a satisfactory range of motion. At the time of revision, the surgeon noted that the implants were fully stable.